Event description:
The plaintiff's attorney alleged that the decedent experienced an unspecified injury or death on (B)(6) 2012 after use of the product.

Manufacturer narrative:
(B)(4). Additional information was received which clarified some of the information for the reported event. Although the additional information alleges that the patient experienced a stroke, it did not indicate that the patient is deceased as it was previously reported. Additional information has been requested in order to further clarify this patient experience and it will be submitted upon receipt accordingly. This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2014-13709 and 1225714-2014-13710.

Event description:
The additional information noted that the patient experienced a stroke.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.